Event description:
The biomed reported that the device was given to her by nursing with a report that "too much delivered". No further info was made available to MFR. No pt injury.

Manufacturer narrative:
The pump was tested by the MFR and operated within spec.